Event description:
It was reported that the patient had endocarditis resulting in vegetation growth on the leads. The patient was treated with antibiotics and a lead extraction was planned. No further information is available.

Manufacturer narrative:
(B)(6).